Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulation level was changing on its own; it went from 4.8 to 3.2 ma and the night prior to the report it moved to 0.0 ma. The rep stated that the patients' adaptive stimulation (as) was activated a couple months ago. It was reviewed how to set the stimulation intensity and recommended to have the patient monitor and write down the changes. The rep was to set the intensity for the patient. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they thought they determined the problem may have been from adaptive stimulation. The rep reported that some setting (they couldn¿t remember were set with 0). The rep reported that the patient was unaware if he may have changed positions resulting in a change in adaptive stimulation. The rep reported that the patient was to record any upcoming decrease in stimulation and let him know. The rep reported that the physician was not informed since it may be corrected with changing some settings. The rep reported that the patient did text them the next morning letting her know everything was okay after they met. No further complications were reported.